Manufacturer narrative:
Date sent to FDA: 1/9/2020. Additional information: a1, a2, d1, d2, d4.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that following insertion the patient experienced pain, recurrence and adhesion. It was reported that patient underwent removal of mesh on (B)(6) 2015 due to hernia recurrence. No additional information was provided.